Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D4 (catalog and UDI) and PMA/510(k) are unknown. No product information has been provided to date.

Event description:
It was reported the last 90 days, the patient reported the device had toxicity and leakage. No patient injury was reported.